Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had fluid exposure. The customer's blood glucose was 130 mg/dl. The customer stated that the device fell in the pool in full submersion. . The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer also received a failed battery test and battery out limit. The customer was assisted to re-program the time but the keypad is not responding.

Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery test or battery out limit alarm noted. The insulin pump had an intermittent button response noted during testing due to corroded keypad traces. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and cracked belt clip slot. No moisture damage on motor assembly or electronic assembly noted during visual inspection.